Event description:
It was reported that the patient experienced a return of symptoms. There was a confirmed motor stall in attention dialogue box and in the pump event logs. No motor stall recovery was recorded. There were numerous stalls/tube sets and recoveries dating back to (B)(6)2011 with the most recent stall occurring (B)(6) 2011; tube set (B)(6) 2011. The pump was still stalled at the time of this report. The drug in the pump was sufentanil. It was later reported the patient's managing physician was out of the country and was being followed by another physician for refills. The patient indicated that she was feeling better as of that morning, but had not experienced any symptoms. Per reporter, the patient was not yet scheduled for replacement.

Manufacturer narrative:
Concomitant medical products: catheter: model#: 8731, lot#: b011422n33, implanted: (B)(6) 2004.